Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are not working. The blood glucose reading 200 mg/dl. The insulin pump will be replaced. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to unlocked connector at the lcd board. The device was received with cracked case at the battery tube threads, minor scratched lcd window, missing end cap sticker, and broken reservoir tube lip.